Event description:
It was reported that an unspecified alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy.